Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage occurred. The target lesion being treated was located in the right coronary artery (rca). The 3.00x20mm promus element stent delivery system was removed from the sterile package and when the plastic stent cover was removed it was noted that the stent was bent. The procedure was successfully completed with 2 promus element stents. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product.(B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure stent damage occurred. The target lesion being treated was located in the right coronary artery (rca). The 3.00x20mm promus element stent delivery system was removed from the sterile package and when the plastic stent cover was removed it was noted that the stent was bent. The procedure was successfully completed with 2 promus element stents. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned inside its packaging hoop. The device was removed from the hoop with no issues noted. The stent protector was still place on the stent. The shaft was kinked 13mm proximal to the tip of the device. The pigtail mandrel was removed from the device and it was noted that the mandrel was kinked, no kink was noted with the stent or the device after the removal of the mandrel from the device. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).